Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. Photo was provided for review by ethicon medical safety officer. Following are their observations: there was no x ray image and the endoscopy images nothing could been seen. There is nothing to comment on. Device investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Unknown. Is the patient currently taking currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? Unknown. What is the product code? Lxmc13: note: physician was trained to size links using ¿pop +1¿ technique and thinks this may have contributed to placing linx that is too tight. What is the lot number? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient suffer from esophageal spams? May we please have the clinical exam of pre op of the patient? The endoscopic images that were sent in were not readable. Could we please have better photos of the endoscope?

Manufacturer narrative:
(B)(4). Only event year known: 2020. The lot was not provided, therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that patient had lxmc13 implanted. Had no dysphagia for one week after surgery. Patient was compliant with post-op diet. Developed persistent dysphagia at one week. On (B)(6) 2020, the patient had dilation.